Event description:
Olympus was informed that towards the end of an unspecified procedure, an ultrasonic level error and prove damge error were displayed. There were no patient injury reported. The procedure was successfully completed using a different but similar device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the (B)(4) pad was severly worn. The (B)(4) pad was partially detached rom the upper jaw of the grasping section and metal was exposed. This type of (B)(4) pad damage is most likely caused by user handling.